Event description:
Information was received from a user facility (uf) via a manufacturer representative regarding a spinal device used in lumbar fusion. It was reported that the screwdriver was discovered to be broken prior to use. The levels implanted were l4-l5. There was no patient involved in this event and no further complications were reported/anticipated. Additional information was received from the manufacturer representative that the product was used and not delivered damaged.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.